Event description:
It was reported that during the procedure, the setscrew was turned but the lead was not connected. The setscrew was loosened and the lead was pulled out. When the physician tried to turn the setscrew again, it would not move. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a set screw with a rounded socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.